Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer try to contact the customer (several attempts); unable to contact the customer via telephone in order to obtain address to send the replacement product.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 189, 256 and 184 mg/dl. The customer's expected fasting blood glucose test result range is 127 - 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6)2017, a back to back blood test was performed by the customer fasting and produced test results of 187 mg/dl and 147 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/13/2019 and open vial date is 06/30/2017. The meter memory was reviewed for previous test result history: 1:146mg/dl (B)(6) 2017 11:46 am fasting:yes. 2: 184mg/dl (B)(6) 2017, 11:45 am fasting:yes. 3: 256mg/dl (B)(6) 2017 06:27 am fasting:yes. 4:1 89mg/dl (B)(6) 2017 06:26 am fasting:yes. 5:1 66mg/dl (B)(6) 2017 06:59 am fasting:yes. Memory concerns:customer is concerned with all fasting results obtained. Customer called in to report erratic results on her meter. Customer is also concerned with the high readings.